Event description:
Patient received assistance for hypoglycmia. Patient reports they tested blood sugar about 45 minutes before driving and blood sugar was 197. Patient reports that while driving, felt self going low, so they pulled over to the side of the road and lost consciousness for at least 2 hours. Patient reports they came to on their own and flagged down a driver who took them to restaurant for orange juice and called emergency services. A sheriff and a fireman came to their assistance, however, at that point they did not need medical attention. Device passed all technical inspections.